Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had the catheter at the hospital and the catheter could not be deflated at all. The catheter had seemed to have curled over or kinked inside and failed to come out. This caused the catheter to be surgically removed and it was so severe that the patient had to be given a suprapubic catheter procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had the catheter at the hospital and the catheter could not be deflated at all. The catheter had seemed to have curled over or kinked inside and failed to come out. This caused the catheter to be surgically removed and it was so severe that the patient had to be given a suprapubic catheter procedure.

Event description:
It was reported that the patient had the catheter at the hospital and the catheter could not be deflated at all. The catheter had seemed to have curled over or kinked inside and failed to come out. This caused the catheter to be surgically removed and it was so severe that the patient had to be given a suprapubic catheter procedure.

Manufacturer narrative:
Upon further review, this adverse event is not reportable, as this device is not sold in the u.s. And there is no similar device sold in the u.s. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.